Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The device indicated a damaged grommet and a loose/detached/missing/damaged set screw with a rounded socket.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used due to a stripped setscrew. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.